Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the teflon pad melted. There was no patient injury reported. The procedure was successfully completed using a different but similar device. Olympus made multiple attempts to gather additional information regarding the reported event but with no result.

Manufacturer narrative:
This report is being supplemented to provide the device evaluation results. The device was returned to olympus for evaluation. The evaluation confirmed the user's report of teflon pad damage. A visual inspection on the received condition of the device was performed and tissue build up was noted on the teflon pad. Additionally, the teflon pad was found torn; however no metal was exposed. There were char marks also noted on the teflon pad. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device passed the probe check. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported teflon pad damage. A visual inspection was performed and found the teflon pad partially split in cross direction; however, no metal was exposed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device passed the probe check.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is consistent with the continuous activation of the device without any tissue in between the grasping section and probe. If additional information or if the device is received at a later time, this report will be supplemented.